Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) implant procedure, no abnormality noticed during inspection prior to use. During the operation, the ipg was tested and could not work normally. The ipg was removed and replaced with a different device to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The product analysis lab was unable to confirm an issue with the returned device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.